Event description:
It was reported that there were problems with the device. High impedances (greater than 4000 ohms) were observed. The lead and implantable neurostimulator (ins) were removed and replaced with new. The patient's ins needed to be replaced soon, so the physician chose to provide the patient with a new ins when the lead was replaced. The patient's status at the time of report was alive with no injury/no adverse event. It was reported that there were no patient symptoms/injuries related to this event.

Manufacturer narrative:
Product ID 3889-28, lot # v627030, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type lead. Product ID 3037, serial # (B)(4), product type programmer. Analysis for the implantable neurostimulator (ins) found it functionally 'okay' with no significant anomaly. Analysis of the lead found the lead body stretched but no significant anomaly.